Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain alarm 109 (night drain cycle nine) was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 08:09:59. No additional information is available.